Manufacturer narrative:
The main component of the system and other applicable component is: product ID: neu_unknown_lead, product type: lead.

Event description:
Information received from an unknown foreign healthcare professional reported there was a technical issue and lead dislodgment. The event occurred after the trial procedure. Event management included lead replacement of the octapolar lead. The event resulted in hospitalization.

Manufacturer narrative:
The implant date of the other applicable component (the lead) has been updated to (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.